Event description:
The user facility reported to terumo cardiovascular systems that they did not want to use 4 pumps from part number 164275, lot number qn05 due to a recent leak they experienced reported in MDR 1124841-2014-00060. No patient involvement.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).